Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the distal end of the cannulation was found to be blocked by white bone-like substance. No other abnormality observed. Based off the information provided, the most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
It was reported that the device is clogged and cannot be cleaned. There was no harm or adverse event for patient, operator or third party reported. No further information received.